Event description:
The customer reported that the system shuts down without command. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system was tested. No conclusion ca be drawn as repair information is unavailable.